Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient presented to the emergency room with chest pain. This right ventricular (rv) lead had lost capture. At the last device check threshold was programmed to maximum output and there was still no capture. Shock lead impedance was recorded at approximately 28 ohms and rv pacing impedance was approximately 305 ohms. Thus, impedances were still within normal range. It was suspected to be a lead issue. During the revision procedure, the case had to be cancelled, as the patient's oxygen saturation level dropped into the 60's, from apparent fluid buildup. It was unknown if this was due to the patient's heart failure or the lead. The patient needed diuresis and lead fluoroscopy was completed. The lead did not appear to move, when the heart was beating. The case was going to be attempted at a later date. However the patient was transferred to another facility for a transplant work-up. No additional adverse patient effects were reported.